Manufacturer narrative:
There was no patient involvement.

Event description:
It was reported that the ventilator's touchscreen failed. There was no patient involvement. The service engineer (se) inspected the device and confirmed the reported issue. The se found that the touchscreen could not be calibrated. The se replaced the touchscreen. The unit was checked overall, cleaned, functionally tested, and no abnormality was confirmed.